Event description:
On (B)(6) 2010, nidek in rec'd a letter stating maude event report, mw5016701 related to ec-5000 excimer laser system. This letter stated a pt had lasik (B)(6) 2008. The pt is complaining of central island and visual disturbances after lasik. Nidek co., ltd. Prepared the customer complaint form.

Manufacturer narrative:
Add'l investigation by nidek inc. Concludes that "we have no reported device malfunction causing or contributing to the reported adverse event from (B)(6) 2008 until we received notification from FDA." "Based on the info presented, we are unable to determine the root cause of this injury," and "if further info is rec'd, we will submit a f/u." Nidek co., ltd. Asked nidek inc. For add'l investigation. Since nidek co., ltd also could not have further info to perform add'l investigation as a MFR, we are unable to determine the root cause of the injury. If further info is rec'd, we will submit a f/u report.